Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the 1, 2, 3 on the pump touch screen looked "blurred". Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 118 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.